Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: gandhi dr, kullolli g, vallabha t, et al. A prospective randomized study to evaluate if cyanoacrylate glue is superior over traditional suturing in laparoscopic port site skin closure. World j lap surg 2024;17(2):103¿107. Doi: not reported.

Event description:
Title: a prospective randomized study to evaluate if cyanoacrylate glue is superior over traditional suturing in laparoscopic port site skin closure. This study's main goal was to assess the effectiveness of cyanoacrylate glue vs ethilon 2.0 rc in terms of the average amount of time needed to close a wound, postoperative pain at the wound site, and surgical site infection. Additionally, this study is a comparative study that assessed if cyanoacrylate glue application is superior over conventional suturing for the incision closure of the laparoscopic port site. This study's main goal was to assess the effectiveness of cyanoacrylate glue vs ethilon 2.0 rc in terms of the average amount of time needed to close a wound, postoperative pain at the wound site, and surgical site infection. Additionally, this study is a comparative study that assessed if cyanoacrylate glue application is superior over conventional suturing for the incision closure of the laparoscopic port site. Between november 2020 and november 2022, a total of 70 patients who underwent elective laparoscopic surgery in a tertiary care hospital¿s department of general surgery were included in the study. These patients were randomly assigned to group I (closure by cyanoacrylate glue: 35 patients [13 male and 22 female]) and to group ii (closure by sutures using ethilon (ethicon): 35 patients [13 male and 22 female]). Ages ranged from 10 to over 60 in both groups. Reported complications: ethilon 2.0 (eth). Surgical site infection (n=5). Treatment: not reported. In conclusion, the use of n-butyl-2-cyanoacrylate at laparoscopic port site skin closure was beneficial as it took comparatively less time for laparoscopic port skin closure and had less rate of surgical site infection at the wound site.